Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. During repositioning of the lead, it was noted that some of the gore coating on the shocking coil was slightly exposed. This lead was explanted. A replacement lead was successfully implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed a separation of the gore where distal shocking coil is exposed at distal region. Associated with this was a full retraction of the helix. Tissues entwined in the helix was also observed. The separation was a result of excessive drag on the gore and the shocking coils. No irregularities were noted at the tip region of the lead. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.